Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had multiple pump errors. Customer¿s blood glucose was 97 mg/dl at the time of incident. The customer was not able to rewind the insulin pump. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a pump error 38 alarm during the rewind. The failure was due to moisture damage to the motor assembly. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor and occlusion tests.